Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00897.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistulas (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three smart coils in the peripheral branch of the occipital artery using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the smart coil became stuck at the hub of the microcatheter; therefore, it was removed. The physician then attempted to advance another smart coil into the microcatheter; however, the smart coil also became stuck at hub of the microcatheter. Therefore, it was removed and the procedure was completed using a new smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the second smart coil evaluated. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the smart coil revealed that the pusher assembly could not be advanced through the introducer sheath. During the functional test, resistance was encountered as the kink in the pusher assembly was attempted to advance through its introducer sheath; however, the smart coil could not be advanced. The kink likely occurred due to forceful advancement against resistance. The root cause of the initial resistance could not be determined. Evaluation of the smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was experienced as the embolization coil entered the hub of the microcatheter and the coil began to take shape inside the hub. The smart coil could not be advanced any further. If the embolization coil winds become offset, it is likely they can contribute to the inability to advance the coil past the hub of the microcatheter during the procedure and functional testing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.